Event description:
During a combined spinal/epidural procedure, upon removal of the catheter, the catheter snapped and broke off. A portion of the catheter is imbedded in the patient. The anesthesiologist left a message with the manufacturer regarding this matter.